Event description:
It was reported that the patient had a skin mass on the upper lip and underwent upper lip mass excision in our hospital on (B)(6) 2025. On (B)(6) 2025, the patient's incision became red, swollen, and itchy, with no exudate or pus, and a rejection reaction was suspected. To prevent further aggravation of the incision and the formation of a permanent scar, local wound care was immediately provided, the wound was rinsed with normal saline, and recombinant collagen scar gel was applied externally. Subsequent observation showed that the symptoms disappeared and the wound gradually healed smoothly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.